Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The delivery device and part of the implant were returned. The investigation of the returned coil system found the implant to be broken with the marker band still attached to the pusher. The pusher's heater coil was found compressed and damaged and the hypotube kinked. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil implant unraveled and extended to the coil entry point. The physician cut the stretched part outside the patient and completed the case. There was no report of injury to the patient.